Event description:
Fully vaccinated (moderna (B)(6) and (B)(6)). Out of caution before visiting parents (one with multiple myeloma, one with type 1 diabetes) had rapid covid test. Came back positive. Took pcr test next day, came back negative. No symptoms. FDA safety report ID# (B)(4).